Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100590. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 536167.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The ipg overheated when battery levels are very low. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.